Manufacturer narrative:
Inadvertently selected malfunction on the initial 3500a. Changed to serious injury. Additional evaluation: a medtronic representative reported that she and the surgeon tested the driver using the saw bones demo. When the screw was not completely tightened to the driver the screw toggles and causes inaccuracy. She discussed this with the surgeon and he is aware that the screw has to be fully seated to the driver. The software investigation found that the system was inaccurate due to user technique with the driver hardware. The software was functioning as designed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon felt unsure of the screw placement displayed in the 2d ap and lateral images and ordered a post-operative CT scan of the patient. The scan showed the right-s1 and left-s1 screw placement was incorrect. The right s1 screw was more medial in the CT scan and the left s1 screw was more superior in the CT scan than in the lateral 2d images. The surgeon confirmed checking accuracy throughout the case and deemed being accurate. The surgeon checked screw placement with the c-arm using 2d fluoro ap and lateral images during the surgery. The procedure was completed with the use of the navigation system. In a second procedure, on (B)(6) 2013, the surgeon repositioned the left-s1 screw to alleviate patient lower hip pain that may have resulted from the original surgery. The surgeon noted being 3-4mm inaccurate in the superior direction, the medial lateral direction was accurate. The right-s1 screw remained as originally placed. The surgeon alleged that the solera driver and screw seemed slightly loose when placing the screws in this second surgery. This procedure was noted to be successful. No further issues have been reported.

Manufacturer narrative:
Patient identifier field had a character limit. The actual patient ID was (B)(6). A medtronic representative performed a system check using the blue demo spine model and the system was accurate and functioning as it should. Following the second procedure, a medtronic representative tested the solera driver with a solera screw and found it to be a snug fit. System check-out results show accurate navigation on blue spine demo model, system functioning properly. The reported event could not be duplicated by medtronic personnel.